Event description:
On (B)(6) 2004, I underwent a procedure for rectocele repair. The procedure was performed by dr. (B)(6). The procedure is noted in the operative report as a "rectocele repair with fascial implant." The implant is listed as pelvicol measuring 2x7 cm, with perforations created by a key punch. On (B)(6) 2005, I reported to my provider with vaginal pain with mass effect in certain positions. I returned again to my provider with complaints of soreness @ introitus and incision line where a small bulge and swelling at midline were noted. I continued to have pain with intercourse but gelt that would be unresolvable. I underwent a laparoscopic assisted vaginal hysterectomy as well as an enterocele repair (B)(6) 2005, but I do not have any note of pelvic mesh being used in that procedure. In (B)(6) 2008, I began to see dr. (B)(6). I noted to him my pain with intercourse and my issue with inability to properly void rectally. Upon examination it was determined that my rectocele repair had failed. I was then scheduled for another rectocele repair surgery. My second rectocele repair surgery was performed in (B)(6) 2008. At that time also underwent a bladder tack/cystocele repair. I do not know if any vaginal mesh was used in the cystocele repair as I was told they would use the "sling" method. At this time, I am experiencing symptomatic rectocele again, as well as issue with vaginal pain, and pain with intercourse.